Manufacturer narrative:
Block b3: exact date unknown, event occurred a month after implant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7107908, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a procedure wherein the leads were repositioned and the patient was doing well with good coverage postoperatively.